Manufacturer narrative:
Evaluation summary: there are three other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that 8 days following an intraocular lens (iol) implant procedure, that patient developed ciliary injection, conjunctival edema, keratic precipitates, tyndall+, inflammatory cells in the anterior chamber, hypopyon 1mm, pupil posterior synechia, exudated on the iol, vitreous opacities and it was hard to see the retina. The patient was treated with eye drops and an intravitreal antibiotic injection. The patient has recovered now.